Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had post-paced t-wave oversensing. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.